Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: during investigation, moisture was found in the battery compartment. A leak test failed due to cracks in the battery compartment along the side, and from the case seal traveling to the bumper. The pump was opened to find no moisture.